Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years fifteen days of post deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast and without oral contrast showed that the superior extent of inferior vena cava filter was at mid l2 vertebral body and inferior extent at inferior l3 vertebral body. A total of 4 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 2 mm. Coronal images showed 3 degrees tilt right-to-left and sagittal images showed 4 degrees tilt anterior-to-posterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2016). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with thrombus and pulmonary embolus. Approximately four years and fifteen days post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast and without oral contrast revealed that the filter prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with thrombus and pulmonary embolus. Approximately four years and fifteen days post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast and without oral contrast revealed that the filter prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.